Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Reproductive testing was performed, and a guidewire was withdrawn from a metal needle. As a result, the urethane outer layer of the guidewire was peeled off. The cross-section surface of the urethane was smooth as if it had been cut with a blade, and exposed core wire was observed. A review of the device history record of the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. It is likely that the actual guidewire was exposed to a pulling load in the withdrawal direction while its urethane coating was in contact with the metal needle, resulting in the peeling of urethane outer layer. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved radifocus guidewire m was used during the ptcd case in gastrointestinal surgery. The actual sample was used in combination with a metal needle, which resulted in peeling of urethane outer layer. The doctor felt resistance when pulling the wire; however, did not notice that the peeling occurred. After that, when confirmed by computerized tomography (CT), residual foreign matter was found. They think that the fragment is not extractable and was left in the patient. The procedure outcome was not reported.

Event description:
Additional information was received on 10sep2020. The urethane fragment was extracted from the patient. The final patient impact was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, update the device return date in section d9, update section h3, and to provide the completed investigation results. It was initially reported that the actual sample was not available; however, the sample was received. Two black fragments were returned for evaluation. They are called sample-1 and sample-2. Inspection of sample-1; measured 16 mm in length. Visual inspection revealed that the cut surface of both ends was different from each other. Both ends of sample-1 are called hereinafter as end-a and end-b. End-a and end-b were inspected under a magnifier while rotated by 90 degrees and revealed: end-a had a shape as if it had been torn, cut surface of both ends were smooth, grooves that could be considered as the close contact area with the core wire were observed in both ends. It was likely that the peeling developed from end-b toward end-a. End-a and end-b were inspected under an electron microscope while rotated by 90 degrees and revealed a crack had been generated partially in end-a and end-b had been partially stretched. Inspection of sample-2 measured 67 mm in length. Visual inspection revealed that the cut surface of both ends was different from each other. Both ends of sample-2 are called hereinafter as end-c and end-d. End-c and end-d were inspected under a magnifier while rotated by 90 degrees and revealed that end-c had a shape as if it had been torn, the cut surface of both ends were smooth, and grooves that could be considered as the close contact area with the core wire were observed in both ends. It was likely that the peeling developed from end-d toward end-c. End-c and end-d were inspected under an electron microscope while rotated by 90 degrees and confirmed to have no anomaly, such as a crack or stretched area. It was likely that a hard object (metal needle) had come into contact with the area where peeling occurred. The cross section of sample-1 and sample-2 were compared with that of a current product sample under electron microscope. Dispersion of particles was observed on all the samples. Sample-1 and sample-2 were subjected to qualitative analysis by ft-ir and confirmed to have the ir spectra similar to those of the urethane outer layer of radifocus guidewire m. It was confirmed that sample-1 and sample-2 were the fragments of the urethane outer layer of radifocus guidewire m. Reproductive testing was conducted using a current product sample, and a guidewire sample combined with a metal needle was manipulated. As a result, the urethane outer layer was peeled. The cut surface was smooth, which was confirmed to be similar to that of sample-1 and sample-2. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that while the actual sample was manipulated, the concurrently used metal needle came into contact with the urethane outer layer of the actual sample. Subsequently, when the actual sample in that state was subjected to pulling force, peeling of the urethane outer layer was caused. However, the exact cause of the reported event cannot be definitively determined based on the available information.